Manufacturer narrative:
Correction: the total amount of events related to lot 23121235 are 3 and not 1 as originally reported.

Event description:
B5 - this report summarizes 24 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Correction: there was a typographical error on the quantity of events reported in the initial report. The correct number of events is 24 and not 22 as initially reported. Therefore, b5 and h1 - no. Of events fields are being updated as follows: b5 - this report summarizes 24 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation fourteen (14) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that its components met all specifications prior to being released. For 2 devices the DHR could not be performed as the lot number was not provided. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: two (2) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in supplemental #2 h1 field was inadvertently left blank. The field should have included the number 24.

Manufacturer narrative:
Follow up number 5 was submitted without h2 completed. The h2 field for supplemental #5 should have been marked as "device evaluation."

Manufacturer narrative:
Lot numbers of the devices and quantity: 22595450 (x4) 22963653 (x2) uknown (x2) 22255670 (x1) 23246667 (x1) 23121217 (x1) 22595446 (x1) 22903420 (x1) 22255650 (x1) 23121213 (x1) 22815140 (x1) 23121235 (x1) 23520807 (x1) 22499916 (x1) 22062543 (x1) 22844416 (x1) four (4) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 22 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.